Event description:
Plaintiff reports that she experienced the following symptoms while she worked at a hospital and wore latex gloves: hand sores, dermatitis, hives, wheezing, sneezing, runny eyes, anaphylactic shock and other problems. Plaintiff was diagnosed as being allergic to latex in april, 1996.